Event description:
It was reported that the quick bolus button was unresponsive. Pump illuminated when placed on charger. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address high bg. The customer reverted to an alternate method in insulin therapy.